Event description:
It was reported that resistance was met while advancing the balloon into the guiding catheter, therefore, the balloon was removed. Upon wiping the wire to assure that there was no particulate present, the tip of the catheter was found on the wire.